Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. During the initial implant a type 1a endoleak was observed and the physician decided to monitor the leak to see if it would seal on its own. On (B)(6) 2016 a follow up computed tomography (CT) showed the type 1a endoleak still remained. The physician elected to implant and additional infrarenal aortic extension as well as ballooning the devices to seal the leak. The patient was in stable condition post procedure.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the a type 1a endoleak. Additionally there was evidence to reasonably support the following observation; at 2 months post implant a type 2 endoleak. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The suspect devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, and patent inferior mesenteric and lumbar arteries.